Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), which was part of the shortened replacement window advisory, originally communicated april 05, 2007, had a monitoring battery voltage of 2.58 v after 32 months of implant. A health care professional (hcp) inquired about a longevity estimate. Technical services discussed sending a save to disk in for analysis. The patient is followed through latitude, so the hcp was not concerned with performing a save to disk. It was also reported that the patient has high left ventricular outputs programmed.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q3 2010 product performance report.

Manufacturer narrative:
No adverse patient effects have been reported. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this event will be updated. Subsequently, the device was explanted and returned for analysis. This event will be updated when analysis is complete.